Event description:
It was reported that the patient underwent a procedure to reposition the implantable pulse generator (ipg) due to migration and discomfort. The patient was doing well post-operatively.